Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test (B)(4) the user received discrepant results. This is a report of 2 occurrences. The following information was provided by the initial reporter: problem description: terrible, do not buy. I bought these because they were cheap and I don`t mind data collection/having to use an app. They are not very sensitive considering our whole house is positive, these said I was negative twice, then another brand I took immediately and unmistakably tested positive. Troubleshooting steps: n/a. Resolution: amazon. Number of products affected (ex: 1 scan card; both reagents; etc.): 2/2.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number unknown. Customer received negative twice with vah, then tested positive with another brand. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test (eua (B)(4)) the user received discrepant results. This is a report of 2 occurrences. The following information was provided by the initial reporter: problem description: terrible, do not buy. I bought these because they were cheap and I don`t mind data collection/having to use an app. They are not very sensitive considering our whole house is positive, these said I was negative twice, then another brand I immediately and unmistakably tested positive. Troubleshooting steps: n/a. Resolution: amazon. Number of products affected (ex: 1 scan card; both reagents; etc.): 2/2.